Manufacturer narrative:
Follow-up #1: date of submission 01/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2015 with the following findings: during investigation, the display screen was found to be dim and pink. The reported complaint was confirmed. The following findings were unrelated to the reported issue: the audio bolus button cover was torn/punctured but the button was responsive to user presses. There was no damage or peeling to the keypad cover. The contrast key was not responsive to user presses but the okay, down arrow, and up arrow keys were intermittently responsive. The keypad cover was removed and contamination was observed under all the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.